Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis of the device revealed normal battery depletion. Concomitant medical products: 4003m58 implantable pacing lead, (B)(6) 1990-; 6957j implantable pacing lead, (B)(6) 1986. (B)(4).

Event description:
It was further reported that the device experienced a power on reset.

Event description:
It was reported that the device reached elective replacement indicator (eri) and early eri was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.